Manufacturer narrative:
The unit shut down when canister was full and therefore, performed as intended. The fluid that was in the sterile tubing was fluid from the surgery and was forced it down from the tubing by gravity when the unit shut down.

Event description:
It was reported that during an acl procedure, the neptune unit filled up to 20 liters and shut off as intended. It is believed that the saline fluid from the manifold may have flowed back into the surgical site. The customer reported that there was no pt infection and no other adverse consequences.